Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qyy5, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced pain at the battery and lead implant sites. There were no known factors that may have led or contributed to the issue. The battery and lead implant sites were revised to a new location and the issue was resolved. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.